Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic technician reported that the laser stopped during treatment. The emergency stop switch was used to shut it down. The system was rebooted and the system worked. Additional information received states that the procedure was 83% completed when the laser shut down. The patient will be seen at a later date for a photorefractive keratectomy procedure in the left eye. The patient is using a topical steroid and a topical antibiotic eye drop. The flap was noted as being clear with partial flap.

Manufacturer narrative:
During technical onsite visit the field service engineer (fse) reviewed logfiles and confirmed loss of vacuum one during case and system keyswitched off. The fse completed daily testing to specification. No abnormality was noted. No technical root cause could be identified. The most likely root cause could be patient movement. The manufacturer internal reference number is: (B)(4).